Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a recurring software error detection alarm. The customer¿s blood glucose level was not provided at the time of the incident. Troubleshooting was not completed as the customer and the device were not present. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. No pump error 53 noted during testing, however, pump error 53 found in the device history due to software error.